Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 and a dilated left atrium. One clip was inserted and successfully implanted. To further reduce mr, a second ntw clip was inserted and while in the left atrium, it was unable to open. Troubleshooting was performed, but the issue was unable to be resolved. The clip was retracted into the steerable guide catheter (sgc); however, it became twisted and interacted with the tip of the sgc. It was noted a pop noise was heard when the clip was brought back into the hemovalve of the sgc, and a potential cable break was suspected. Therefore, the clip and the sgc were removed and replaced. A new sgc was used, and two new clips were successfully implanted, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported break (cable break) could not be confirmed via returned device analysis. The reported difficult to open or close (clip open inability - anatomy), difficult to remove (entanglement), and improper or incorrect procedure or method could not be replicated in a testing environment. Additionally, the actuator coupler was observed to be broken and the harness was deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the results of the analysis, a cause of the reported difficult to open or close (clip open inability - anatomy), associated with the clip not being able to open while in the left atrium, could not be determined. The reported difficult to remove (entanglement), associated with the clip interacting with sgc (steerable guide catheter) tip, was related to the reported improper or incorrect procedure or method. The reported cable break was not identified in device analysis. The reported improper or incorrect procedure or method was associated with the user not confirming clip arm perpendicularity to the guide curve plane prior to retraction of the clip into the steerable guide. The observed actuator coupler break appears to be due to the clip interacting with the sgc tip. A cause of the observed harness deformation could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.